Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated to for an aneurysm. During the procedure the physician performed an angiography which revealed a type 1a endoleak. Though type 1b endoleak was also suspected, considering angiography observation, it was found to be type 3b endoleak. The type 1a endoleak was resolved intraoperatively. The type 3b endoleak appeared to have derived from a bifurcation of the main body, and that brought a conclusion that a pinhole or tears were due to proximal edge of a non-endologix stent used. As of the date of this report there have been no additional patient sequelae reported. The patient status patient is being monitored and no secondary procedure was scheduled. No additional information was provided.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images. However it was reported that the pinhole of the graft (type 3b endoleak) could have been made at that time as the graft was implanted by the proximal edge of a non- endolgox (palmaz) stent. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.